Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds following day post implant. The field representative sent picture of chest x-ray. Boston scientific technical services (ts) reviewed the picture and determined the lead position may have changed and the occasional non-physiologic signal on the rv may be due to mechanical interaction with an abandoned lead in the system. Additional information obtained from the field representative indicates that the lead was confirmed to be dislodged. There was possibility that the lead had banged on distal coil from the old lead. The lead was repositioned successfully. The rv lead remains in service. No additional adverse patient effects were reported.